Event description:
The spouse of the patient reported the patient was deceased. The reporter inquired about the return and/or disposal of the device. The cause of death was not provided by the reporter. The reporter was advised it was safe to dispose of the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from the spouse of the patient reporting the patient was deceased. The reporter inquired about return and/or disposal of the device. The cause of death was not provided by the reporter. The patient was advised it was safe to dispose of the device. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated.